Manufacturer narrative:
The device was returned to the factory for evaluation. A visual inspection was conducted on the btt. There were signs of clinical use and evidence of blood. The luer fitting on the btt co2 insufflation port was cut immediately adjacent to the luer joint and returned. A mechanical evaluation was done. A 30cc syringe was used to pass air through the luer fitting from the btt co2 insufflation port. Air was able to exit the luer with no issues. A tapered dispense tip was attached to the syringe and inserted in the cut co2 insufflation tubing. Air was able to exit the insufflation port on the btt with no issues. Based on the results of the evaluation, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the co2 would not flow through the btt insufflation line on the vasoview 7 xs. The customer cut the tip of the co2 insufflation line and connected it directly to the cut edge of the line. After that the co2 flowed through the line. The hospital did not report any patient effects.